Manufacturer narrative:
Results: the ruby coil embolization coil was detached from the pusher assembly, the proximal constraint sphere was present inside the distal detachment tip (ddt), and the fractured stretch resistant wire (sr wire) was visible. The introducer sheath was loaded backward on the pusher assembly, and was full of coagulated blood. The pusher assembly was bent in multiple locations along its length. Conclusions: evaluation of the returned devices confirmed that the first ruby coil pusher assembly was severely kinked. This type of damage can occur when retracting the ruby coil from its packaging hoop at extreme angles or is generally mishandled during removal from the packaging. Further evaluation revealed multiple other kinks and bends along the length of the ruby coil. These damages were likely incidental and occurred during packaging for return to penumbra. Evaluation of the second returned ruby coil confirmed that the embolization coil had been detached with the stretch resistant (sr) wire fractured and the introducer sheath was loaded onto the pusher assembly backwards such that the friction lock was on the distal end. Sr wire fracture is typically a result of forcefully retracting the ruby coil against resistance. The introducer sheath friction lock has a smaller inner diameter (ID) than the rest of the introducer sheath. If the introducer sheath is loaded backwards on the pusher assembly and the ruby coil is forcefully retracted through the friction lock, extreme resistance may be experienced and would likely contribute to an sr wire failure. Further evaluation revealed that the pusher assembly had bends in multiple locations. This damage was likely incidental and likely occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for further evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00880.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician deployed and detached the initial ruby coil in the target vessel using a non-penumbra microcatheter without issues. Upon removing the second ruby coil from the dispenser hoop, the scrub technologist noticed that the ruby coil pusher assembly was bent almost perfectly straight up. Therefore, the ruby coil was set aside and the procedure continued using another ruby coil without issues. While attempting to advance a new ruby coil in the target vessel, the physician did not mention difficulty or friction; however, the physician lost access to the gda. Therefore, the physician decided to remove and re-sheath the ruby coil; however, while re-sheathing the ruby coil, resistance was encountered and subsequently, the ruby coil unintentionally detached right at the hub of the microcatheter. The detached coil was then pulled out of the microcatheter and the procedure was completed using three additional ruby coils without issues. There was no report of an adverse effect to the patient.